Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 495, 82, 93 mg/dl and 121 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing a difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.